Manufacturer narrative:
Postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "damage to the left implant, detected during the follow-up usg, was confirmed by MRI". The device has been explanted and replaced.

Event description:
Healthcare professional reported "damage to the left implant, detected during the follow-up usg, was confirmed by MRI". The device has been explanted and replaced.